Event description:
It was reported that that during the implant procedure after the leads were connected to the implantable pulse generator (ipg) the user switched to the ipg application on the mobile programmer application and began testing. During the testing the electrograms (egm) became "dotty" and proceeded to come and go and appeared to stop during the sensing tests. Towards the end of the case the egms disappeared and then returned while impedance testing. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.